Manufacturer narrative:
An event of stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Six years ago on an unknown date, a 25 mm epic mitral valve was implanted. On (B)(6) 2017, the valve was explanted and replaced with a second 25 mm epic mitral valve due to stenosis. The patient is reported to be stable. Patient identifier, age, and weight are not available.